Event description:
The customer reported that the device, sb857, endo pouch w/memory wire 5x7, was being used during an unknown type of procedure on (B)(6) 2021 when it was reported ¿it was occurred drop off something like a round cap after inserting the bag. Dropped parts were found with a camera and collected with grasping forceps. Since the doctor didn't see the moment when it dropped off, it is unknown whether it is actually a part of that device.¿ the procedure was reported as having been completed with an alternate device and without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This voluntary distributor report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.